Event description:
Same case as manufacturer's report # 6000093-2007-00098 and 6000093-2007-00097. Tap. It was reported that 76 days after implantation of 3.0x12mm, 3.0x32mm, and 2.5x24mm taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the left anterior descending (lad) and 1st diagonal (d1) arteries. Pre-intervention stenoses of 70% in the lad and 80% in d1 were noted. It was not reported that the lesions were pre-dilated. Percutaneous transluminal angioplasty (ptca) was performed on the "heavily calcified" lad, followed by the deployment of 3.0x12mm and 3.0x32mm taxus stents. It was not reported that the stents were post-dilated. A post-intervention residual stenosis of 0% was noted. Ptca was performed on d1, followed by the deployment of a 2.5x24mm taxus stent. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% was reported. It was noted that the patient tolerated the procedure "well." No complications were reported. The patient presented 76 days after the initial procedure with a 98% in-stent restenosis in the proximal-to-mid lad and a 95% in-stent restenosis in d1. Ptca was performed on the lad, followed by the deployment of 3.0x20mm and 2.75x28mm taxus stents. A 2.5x24mm taxus stent was then deployed in the lad using the kissing balloon technique. Ptca was performed on d1, followed by the deployment of a 2.5x12mm taxus stent. A 2.5x24mm taxus stent was deployed in d1 using the kissing balloon technique. A post-intervention residual stenosis of 0% was reported in both the lad and in d1. The patient tolerated the procedure "well." No complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unk, the shop floor paperwork could not be examined.